Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving repeated urgent low glucose alerts on the ilet device despite blood glucose (bg) being within range at times. The user stated they regularly experienced hypoglycemia, and during the reported event the lowest bg was 50 mg/dl. Bg was corrected with glucose tablets, and the device continued to provide low glucose alerts. No medical intervention was required.